Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage or probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report will correct lot# mk911578. A visual inspection of the teflon pad found it to be severely worn, separated from grasping section with metal exposed. The proximal end of the device was inspected under a microscope and there was no visual indication of damage to the probe unit.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the teflon pad was damaged due to prolonged activation by the end user. It was reported that the end user was not accustomed to utilizing the thunderbeat device. It was noted that an ultrasonic error message was also observed. The intended procedure was completed using another similar device. There was no patient injury reported. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.